Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.